Manufacturer narrative:
The device history records (DHR) of the device concerned was reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections including the visual test, shaft pressurized test and the balloon-wrapping test for every product, and the finished product inspections including the shaft tensile strength test and the repetitive balloon inflation/deflation test on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. The actual device concerned was returned and investigated: distal tip, radiopaque marker, balloon-breaking fragment and the inner shaft up to about 240 mm from the distal tip were not returned to us. The balloon was split at 2.5 mm from the proximal end of the straight-line part of the balloon. There was no evidence of stretching or the like in the fracture portion. It was appeared that the portion was torn in the circumferential direction starting from the scratch which was caused by a sharp object after being scratched once in the axial direction. The inner shaft was fractured at 240 mm (the welded part of inner shaft) from the distal tip. The middle shaft was severely elongated about 60-70 mm. Probable cause(s) and our comment: we speculated the reported situation as follows: the balloon should have been caught at the lesion and became unable to pull back further. With further attempt to forcibly pull back the device resulted in breakage of the shaft including the balloon. No nonconformity or abnormality in the manufacturing processes of the device concerned was found, and accordingly, we determine that the event reported was caused by not any defect of the device but the device handling-issues. Our result of investigation, which showed that the lost portions were distal tip, radiopaque marker, balloon and the inner shaft up to about 240 mm from the distal tip, was reported to the physician. However, according to the physician, "approximately 6 mm of the material were left in the vessel. Although it is unclear where the rest of the missing 240 mm mentioned had gone, it is definitely not inside the patient."

Event description:
The concerned device subject to this reported event, "ikazuchi zero", an rx-type ptca balloon catheter compatible with 0.014" guidewire (gw), is not distributed in the us, however, we intend to report this case as the event occurred on one of the similar devices for "rx takeru ptca balloon dilatation catheter" distributed in the us under 510(k) # k163372. This ptca balloon catheter (1.00 mm x 6 mm), was employed for a ptca of the middle lad. The lesion was severely calcified. After deflation, the physician tried to pull back the balloon as usual, but resistance was felt; he could only move the guidewire inside the balloon but not the balloon itself; during several attempts to retrieve the balloon it got disconnected from the shaft. Firstly, a second gw and balloon catheter were used with intention to pass the broken balloon and pull it back, which failed. Secondly, a guideliner was used to cross the lesion but that also failed. It was not possible to get any material distal of the lesion (distal lad), where the broken balloon was located.